Manufacturer narrative:
Product analysis in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 7 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve due to calcification. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed the valve was distorted; oval shaped with the stent posts deflected. No visible calcification was observed. Tears and/or abrasions were observed on the right cusp, left cusp, and non-coronary cusp, which appeared to be due contact with the bias cloth along the outflow rail and/or a possible long suture tail. All commissures were intact. Remnants of pannus remained attached to the base stitching and encroached 1mm to 3mm to the tissue of the non-coronary cusp and 1 to 2 mm onto the non-coronary showing a possible reduced inflow orifice area. Pannus also extended to the inferior coaptive area between the non-coronary cusp and the right cusp. Remnants of pannus remained attached to the outflow rail adjacent to the left cusp. An unknown amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography showed no evidence of calcification on the valve. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Deflection of the stent posts and/or distortion of the valve can result in more contact of the leaflet with the cloth / long suture tail due to the altered position of the outflow rail and stent posts. Exactly when and how the stent post deflection or valve distortion occurred cannot be determined. Each mosaic valve is inspected for distortion/deflection and this valve passed the inspection prior to release for distribution. The reported clinical observation of calcification cannot be confirmed. Pannus overgrowth is an inherent risk of surgical valve replacement and reduced performance of the valve may be attributed to host tissue overgrowth. Pannus is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.